Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced error e216, no image. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 scope communication error appeared, and residual liquid or foreign material came out of suction connector of endoscope connector. Circuit board unit in connector is dirty due to water leakage, and due to clogging of suction tube in universal cord, foreign objects come out of suction port. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged malfunction reported by the customer was caused due to damage on ccd charged coupled device unit, and instead of e216 scope communication error code, error b30 scope communication error appeared. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.